Event description:
Add'l info was received reporting that negative pressure was performed during the prep of the device and no leaks were noted. It was also reported that during stent deployment, some partial symmetric balloon expansion (ie no dogboning) was evident. There was evidence of loss of pressure in the inflation device (from max of 6-8atm) and the appearance of blood returning into the inflation device lumen through the balloon lumen. The stent had partially moved off the delivery balloon but was maintained on the balloon as the stent delivery system was pulled back in the coronary artery. The stent delivery system was then pulled back to the tip of the guide catheter and upon removal of the entire system at the sheath, the stent dislodged completely off the delivery balloon. Attempts to pull the dislodged stent with the use of a snare device or a balloon through the 6f and 7f femoral sheaths were unsuccessful. The decision was then made to pull out the guide wire in order to proceed with the coronary intervention, subsequently, losing the stent in the common femoral artery. The severe calcium in the coronary artery likely contributed to the damage to the delivery balloon and partially moved the stent off the delivery balloon.

Event description:
A 3.5mm diameter by 18mm length s7 stent delivery system was inserted for treatment of a lesion in the left coronary artery. During the procedure, the stent delivery balloon reportedly ruptured between six and eight atmospheres of pressure and was pulled back from the coronary artery. Upon removal, the stent dislodged from the balloon at the left femoral sheath. The dislodged stent embolized to the bifurcation of the left superficial femoral artery and the deep femoral artery. The target lesion was subsequently treated with the deployment of two other stents. The patient was then sent for reported emergent vascular surgery, however, the right femoral artery was accessed in order to retrieve the undeployed stent, which does not indicate a cut down vascular procedure was performed. The wound was closed and the patient was reportedly stable and transferred to a rehabilitation center. The patient developed an infection at the wound site and in 2002 underwent debridement. After the infection was treated, the patient was transferred to a nursing facility and discharged in february 2002. At home, the patient required visiting nurse care until mid-march of 2002. No further information is available at this time.